Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the needle was broke in the body. The blood glucose level was 103 mg/dl. The troubleshoot was performed. The product will be returned for analysis.